Event description:
The reporter stated that while hooking up the tubing the end broke off. No pt injury or treatment as a result of this issue.

Manufacturer narrative:
The female luer lock that broke off was returned however, the tubing was not. The breakage appears to be related to a brittle condition however, without the tubing the cause of the brittleness can not be determined. Issue being monitored. The device history record was reviewed and found to be acceptable. Medex is able to confirm however can not determine the cause of this incident without benefit of tube. Medex considers this MDR closed with this report.